Event description:
It was reported that the device was exhibiting a diagnostic anomaly, displaying st baselines at rates faster than shown on egm. The patient was stable and the physician will continue to monitor the patient.

Manufacturer narrative:
(B)(4).